Manufacturer narrative:
A boston scientific field representative reported the device is not available for return and analysis.

Event description:
The device subsequently was explanted for normal battery depletion and replaced with no adverse effects. The device's reporting status is changed to serious injury from malfunction due to explant with premature depletion suspected.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that a health care provider (hcp) was concerned about the drop in monitoring voltage since the device had reached elective replacement indicator (eri) status one month earlier. This device is included in the (B) (6) 2007 shortened replacement window advisory population. A previous device data disk engineering analysis had shown the device had not met the advisory condition for premature depletion after 27 months of implant. A boston scientific technical services consultant (ts) confirmed the device had not exhibited premature depletion previously, but advised explanting the device within one month due to hcp's concern.